Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and stated the right atrial (ra) lead exhibited impedance measurements in the mid 200 ohms range. No specific measurements were provided and no adverse patient effects were reported. Over four years later a revision procedure was performed due to low out of range pacing impedance measurements of less than 200 ohms. The existing pacemaker system was electrically modified to pace at the lowest output since the patient has congestive heart failure. A new pacemaker system was implanted on the opposite side of the patient. No additional adverse patient effects were reported.